Manufacturer narrative:
Analysis results indicate that no device failure occurred and the device performed within specification, therefore, the reported event could not be confirmed.

Event description:
It was reported the patient's spectra penile prosthesis was replaced due to infection. No patient complications were reported in relation to this event.